Event description:
It was reported the device was used during a video-assisted thoracic surgery. It was reported the device was not firing quite right. The surgeon was experiencing difficulty firing on several occasions during case. At one point (on a reload) he fired the instrument on the tissue and it would not open. The instrument was excised from the tissue with scissors. Once removed, the jaws were forced open and the instrument was used to complete the case. The device was discarded.